Manufacturer narrative:
The root cause for the screw backing out of the plate was due to the screw not properly locked into the plate during the initial surgery. There are two possibilities that could have led to this outcome. One possibility, the hole the screw backed out of had been used to lock & unlock multiple screws and thereby lost its mechanical locking ability. The osteomed IFU includes a warning concerning the locking mechanism. The second possibility is that the surgeon was unable to make a solid connection between the screw and driver, thus limiting the amount of torque being available to lock the screw to the plate. The evidence is the badly marred hexalobe area on the head of the explanted screw. From this evaluation, it was predicted that less than 2 in-lbs of torque was applied to the screw. This would have resulted in a poor lock, which un-locked easily, allowing the screw to back out of the plate. The osteomed standard torque for this connection is 11 in-lbs. The lot number was not provided. Therefore, a review of the DHR could not be performed. The review of CAPA, ncr and complaints did not identify an issue for this part before. Based upon the trend analysis results, the corresponding risk level score is high. However, the score is driven by low sales volume due to recent product launch. The results of this investigation do not reflect a defect with the quality of the device, as the results identified a user error. Per the extremilock wrist plating system -risk management file, this type of failure has a risk level score of "low". This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the initial report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original submission report: 08/31/2016.

Event description:
On (B)(4) 2016, osteomed was notified of an incident that occurred with the 2.4mm x 18mm partially threaded locking screw. Per the complaint, the locking screw backed all the way out of plate after implanted. This occurred a few days after surgery. On (B)(6) 2016, a follow-up surgery was performed to explant the screw. The plate was then secured with two (2) new locking screws.